Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
While the phlebotomist engaged the safety the needle came out of the butterfly and was stuck in the patient's arm. Prior to this we noted air in the line. A few patients before this also noted air in the line, but the needle did not discharge from the butterfly.